Event description:
It was reported by customer that the residual volume is occurring with ¿all medications,¿ typically resulting in an additional 20ml remaining in the IV bag. For a 50ml IV bag, there is generally 10-15ml still present in the bag once the infusion has finished. . This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the residual volume is occurring with ¿all medications,¿ typically resulting in an additional 20ml remaining in the IV bag. For a 50ml IV bag, there is generally 10-15ml still present in the bag once the infusion has finished. . This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.